Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 315 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known and thought that possibly not understanding how to use the insulin on board (iob) feature was a contributor to the bg level. A pump system check was performed and no device issue was identified. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem customer technical support (cts) informed the contact that humalog was labeled for 48 hours use with the cartridge. Cts also educated the customer on how the iob works. The contact acknowledged the information.